Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 390mg/dl. A manual injection was administered and a supply change was performed to address the bg level. A system check was performed using the current supplies, in which the customer had not received any occlusion alarms, and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula.